Event description:
It was reported that the customer experienced high blood glucose of 440 mg/dl; treated with manual injection. It was also reported that there was an insulin leak from the reservoir into the reservoir compartment and customer was not getting his insulin delivered. No error alarms found in the alarm history. No troubleshoot performed as the customer had removed and disposed the reservoir. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-61769 for the reservoir.